Manufacturer narrative:
Film evaluation results are: a review of a still angio image during index procedure confirmed that the patient has an endurant stent graft system implanted. The bifurcate was positioned just below the left renal artery. The right renal artery was not visible in the image provided. The bifurcate ipsi limb was implanted on the left side. The ipsi limb was extended with another limb, crossed the contra limb, into the right common iliac artery. The contra gate opened on the right side. A contra limb was implanted into the contra gate with 3 cm overlap, crossed the ipsi limb. The proximal aortic neck was highly angulated, a-p. No obvious stent entanglement was observed. The proximal bifurcate od just below the left renal artery measured approximately 30 mm, l-r. The bifurcate od at about 11 mm distal to the left renal artery measured approximately 25 mm, l-r. The third stent ring of the bifurcate (about 15 mm distal to the left renal artery) measured approximately 35 mm in diameter, l-r. Contrast injection with the injector placed just above the suprarenal stent showed contrast feeding the aneurysm sac from a possible proximal type I endoleak. Both limbs were patent. No other obvious stent graft issues were observed. The aptus endoanchors were not visualized in the image provided. The pre-implant sizing, pre-implant anatomy information, pre-implant films and post op films were not provided. The exact cause of the possible proximal type I endoleak could not be determined from the single image provided. It is possible that the highly angulated aortic neck may have contributed.

Event description:
Additional information received reported that the follow up CT scan done showed that the endoleak had self-resolved.

Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 6.7 cm in diameter abdominal aortic aneurysm. It was reported that during the index procedure, a proximal type I endoleak was observed. The proximal neck diameter was 27-31mm. The physician did not know the cause for the type ia endoleak; however, it was attributed to neck angle and morphology. The physician decided to implant eight aptus endo anchors however, this did not resolve the endoleak. The physician decided to complete the case and will continue to monitor the patient. No additional clinical sequelae were reported and the patient is fine.